Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the machine continued to shut down while the customer was pulling medications. The field service engineer (fse) replaced the main drawer pyxis bus module controller. A hardware function test was performed, and the results were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine continued to shut down while pull the medicines. There was also an error message that appeared that showed disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.